Event description:
Surgeon stated that the mayfield skull clamp moved during set up and caused a laceration to patient's head. Surgery delay was reported. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on 08/12/2016. The investigation included: methods: -evaluation of actual device. -review of device history records. -review of complaint history. Results: evaluation of device: with respect to the returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement, this would not have caused a slippage; when unit is properly positioned and put under pressure unit would not have slipped. General maintenance and cleaning required. This device was manufactured on september 30th, 2010 and a review of dhrs containing lot code 107 showed that there were no anomalies related to this reported failure. No mrrs or variances were associated with this lot. Service history: date of service: 5/28/2015. No manufacturing or design related trend has been identified. In summary the end users' experience could not be confirmed or duplicated. The returned unit passed all functional testing requirements, however general maintenance is required.